Event description:
It was reported one year post implant of a swedish adjustable band, the patient enrolled in the sagb registry experienced esophageal dilation. One cc was removed from the band. At the 18 and 24 month follow up visits, the dilation was not reported.

Event description:
Reporter alleged obtaining the results of 208 mg/dl, 266 mg/dl, 345 mg/dl and 465 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.